Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving morphine and baclofen and an unknown medication (unknown concentration and dose) via an implantable pump for spinal pain and reflex sympathetic dystrophy (rsd). The date of the event was (B)(6) 2011. It was reported the pump was broken after surgery but the patient's pain went away so she decided to live life with a broken pump. The patient had the pump for rsd and about a month after implant her pain went away. Since then the patient was in remission and feeling good. The symptoms were related to the device or therapy. When the pump was implanted it was filled in the hospital in 2011. One month later the patient went in for a refill there was the same amount of medication that it was filled with at implant. The pump never alarmed and had not been refilled since (B)(6) 2011. The patient needed magnetic resonance imaging (MRI) but was told she could not have it done. The patient had not seen the hcp "in years". The cause of the event, interventions, troubleshooting/diagnostics, medical history, concentration, dose, lot number, therapy dates as well as concomitant drugs and outcome were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 08-nov-2018 that reported that the patient had been noticing a 'warning siren' and the patient was 99% sure it is coming from her pump. Per the patient it sounds like a warning siren, like an ambulance and it alarms every 10 min. The patient did not know why it was alarming. The patient stated she was implanted in (B)(6) 2011. When she got the pump they filled it with morphine. She went back to her healthcare provider in (B)(6) 2011 and told her she felt better. The healthcare provider had told the patient in (B)(6) 2011 that all the morphine was still in the pump and told her the pump never worked, it was a broken pump and never put the medicine out. The patient stated that for some reason she felt better after the pump surgery. The patient¿s healthcare provider told her he had seen patients who somehow got better once that happens but had no explanation for it. The healthcare provider told the patient the pump was not functional, 'go live a good life and let me know when you need me'. The patient stated her pump has not been refilled since then and has not worked since then, it is kind of like dead and she had been ignoring it. The patient also had not seen her healthcare provider in 7 years and from what the patient understands the medicine was still in the pump. No further complications were reported or anticipated.